Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the absence of an image was due to a defective main board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had no image. The issue was found during reprocessing. The procedure was unknown and was completed using the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.